Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the leadless implantable pulse generator (ipg) had a defect and was opened and not used. The ipg was replaced. No patient complications have been reported as a result of this event.